Event description:
It was reported that there was an alert on the right atrial (ra) lead for low p wave amplitude. The lead impedance was also trending downward. The patient also had atrial fibrillation lead so the ra lead was programmed off. An alert subsequently appeared because the original warning was not cleared on the previous session. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:addrl1 implantable pulse generator (ipg), (B)(6) 2009; 5092-58 implantable pacing lead, (B)(6) 2000. (B)(4).